Event description:
Patient began to complain of anal pain and bright red blood per rectum to doctor approximately 5 days after radiofrequency treatment of the anal canal (secca procedure). The patient was examined and was found to have a thermal mucosal injury for about 40-50 percent of the circumference with infection and necrosis.

Manufacturer narrative:
The secca device performed as expected during the procedure, and was not available for inspection. However devices from the same lot were inspected, tested and performed as expected. Preliminary discussions during initial investigation included treatment options of oral antibiotics and analgesics, and recommended repeat exam in 6-8 weeks as healing would be anticipated. This would be similar to the process of healing of the anorectum after similar types of procedures. Further investigation is continuing.